Event description:
During a laparoscopic hysterectomy procedure, the white tissue pads are burnt through and error tones were generated on both instruments. Procedure was completed with another like device. No pt consequences.